Event description:
Product intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Complaint description: a customer in the USA notified biomérieux of what they described as misidentification results while analyzing different patients' isolates' with their vitek® ms (ref:(B)(4). The customer said that they had tested a colony isolated from a patient's sample (ID: (B)(6) in conjunction with their vitek ms system and that their system had identified the strain as gardnerella vaginalis with 99.9 % confidence level. The customer reported that they had tested a colony isolated from a different patient's sample (ID: (B)(6) and that their system had identified the strain as lactobacillus with 99.9 % confidence level. The customer stated that these results were incorrect; however, neither the expected identification results nor the test method used were provided. The customer mentioned they had obtained two calibration failures, and that in some instance the identification tests results obtained when using their vitek ms system did not match the mycology. No further details were provided by the customer. The customer stated that no biased results were reported to a physician. There is no indication or report from the customer that this event led to or contributed to any death, serious injury, or serious deterioration in the state of health for the concerned patients.

Manufacturer narrative:
Following the misidentification results observed by the customer while analyzing different patients' isolates' with their vitek® ms (ref (B)(4)) an investigation has been carried out at biomèrieux manufactuirng site. Fine tuning status good at the time of acquisition spot preparation quality the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. In addition, the number of all peaks in routine mode seems to be higher (until 150) than during the previous fine tuning two days before (116). It needs to be verified with the customer. Kb review the expected identifications are unknown because no reference method was used to confirm the expected identifications. Sample data analysis analyze of mzml sample files show that number of all peaks seems to be homogeneous during the issue (between 78 to 93). However, the resolution is low (between 172 to 529) for an expected value around 600-800. For sample (B)(6), the misidentification was obtained with a low identification score (-0.34) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). For sample (B)(6), the misidentification was obtained with a low identification score (-0.26) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). By reprocessing the customer data with saramis kb v4.17 (ruo), spectra which gave misid results led to no identification. Due to the low intensity of spectra and presence of potential mass-shift, the issue seems to be due to a non-optimal spot preparation of the sample (culture, spot, different operator¿) or a system issue (source or hv pulser box¿). As parts requested are on backorder and allocation, it was not possible to replace source psu or hv pulser box. As down instruments are taking priority over replacing these parts, instrument will be repair when there will be a better part availability. Therefore, the investigation is closed without additional actions. A new case will be open if the parts replacement is not sufficient.